Event description:
It was reported the patient¿s scs (spinal cord stimulator/stimulation) never worked so it was removed in (B)(6) 2003 before she got her drug pump.

Event description:
It was reported that the patient had greater than 50% symptom reduction with trial stimulation. It was noted that the cause of the event was not determined but after 6 months the patient wanted their spinal cord stimulator (scs) removed. The scs was removed in (B)(6) 2003 and a drug pump was implanted on (B)(6) 2004. There was no evidence of a problem with the scs or placement. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).